Event description:
A malfunction on a tandem pump was reported by a caller, identified as malfunction 199 with the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump. The customer may continue to use the pump. Cts instructed the caller to call back if any malfunction code recurs. The caller acknowledged and understood.

Manufacturer narrative:
B5, d9, MDR code b13.

Event description:
A malfunction on a tandem pump was reported by a caller, identified as malfunction 199 with the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code recurred. As a resolution, technical support decided to replace the pump.